Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 according to the complainant, on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. There were no issues noted to the device. Following the first bronchial thermoplasty procedure, (exact date unknown) the patient was admitted to the hospital for five days due to the transient worsening of asthma symptoms. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. There were no issues noted to the device. Following the first bronchial thermoplasty procedure, (exact date unknown) the patient was admitted to the hospital for five days due to the transient worsening of asthma symptoms. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation, as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.